Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that, even though the probe was stimulated, no response was obtained. The event occurred intra-op. There was a 5 minute delay in the procedure. There was no patient impact. The procedure was completed with backup products. On follow-up, it was reported that, even when the probe tip was put on the tissue, nim did not react. After the probe was replaced, it reacted. The issue was first discovered during use on the patient. The stimulus was set to 1.0ma and the threshold was set to 100 v. It is unknown if the stim return showed 0; the hospital staff did not check it on the monitor. There were neither visual nor audible indicators shown/sounded. No error codes were displayed. There were no difficulties besides the reported probe being faulty.

Manufacturer narrative:
H3: product analysis: visually, there was no damage in the construction of the device. There was biological residue on the handle. Electrically, resistance of the entire assembly should be less than 0.3 ohms and the actual measurement was 0.3 ohms which was within specification. The probe tip fit securely into the handle with no issues. Functionally, the probe was connected to a nim system using a 1.0 ma stimulating current and a 100 v threshold and, while stimulating with a patient simulator, there was intermittent response while attempting to manipulate metal to metal contact between the distal tip and the simulator which would have resulted in the reported event. The sample tip was replaced with a reference tip and there was a consistent response. Under magnification, there were differences between the sample and reference tips: the sample tip was discolored and did not have as much metal surface area compared to the reference tip. Conclusion: in the returned condition, there was an out of specification condition that was related to the complaint. H6: previous codes fdm b21, fdc d16 and fdr c21 no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.